Event description:
Provider states, the front wheels are off of the ground and are off the ground evenly, which is abnormal. Provider states this is normal is some chairs with no weight in them. Provider states this may have something to do with the ez-lock system installed a few months ago.